Event description:
In april 1998, pt was diagnosed with bronchogenic carcinoma. As part of his treatment for the disease a peripherally inserted central catheter line was placed in the pt on 4/15/1998. On 5/4/1998 the peripherally inserted central catheter line was removed, because it was felt that the pt no longer needed the device. Upon removal of the device it was noticed that the peripherally inserted central catheter line was significantly shorter than expected. Chest x-ray confirmed that the peripherally inserted central catheter line had broken and part of the peripherally inserted central catheter line was in the right pulmonary artery. On 5/11/1998, the pt was taken to radiology for angiography to remove the broken peripherally inserted central catheter part. No new line was inserted.